Event description:
Info received indicates the left siderail will not stay up.

Manufacturer narrative:
The technician found the latch cover bent which prevented the siderail from latching. The technician replaced the cover to repair the bed.